Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this lead was suspected to have a fracture. The impedances are high and out of range, with noise present through manipulation as well as showing on the stored electrograms. At this time, the patient is programmed ddi and pacing in the atrium at only 1% so no changes have been made and no further action is planned.